Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture was noted on this lead. Cxr confirmed dislodgement and the lead was explanted and replaced. No adverse patient side effects were reported. Should additional information become available, this file will be updated.